Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The se replaced the keyboard and upgraded the software to the current revision. The se conducted performance verification testing (pvt) on the device all tests passed.

Event description:
Received information stating that the keypad on a pb540 ventilator was not working. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.